Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a procedure for the ventricular lead the physician noted the helix screw floating into the right atrium. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the distal coil was not properly welded to the helix shaft.